Event description:
Boston scientific received information that following a recent device upgrade procedure, it was noted that there were 5 episodes stored in the device's arrhythmia logbook showing what appeared to be odd looking blips on the right ventricular (rv) electrogram (egm). The boston scientific sales representative (sr) stated that there were 3 episodes that happened that morning and 2 later in the afternoon. All of these episodes were were non sustained and there was no asystole noted. All lead numbers were normal and within range. Boston scientific technical services (ts) reviewed the egm's and stated that it looks like it could be air bubbles in the device header and it could take 24 hours or more to resolve, recommended to monitor as this is expected to resolve itself. Several days later, it was noted that there were 4 signals on the rv channel which were all oversensed, followed by more signals, which were not oversensed. No patient symptoms or pauses in pacing. The duration was increased to 3 seconds in the vt zone, and they will continue to monitor. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.